Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation and balloon removal difficulties were encountered. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was pre-dilated with a voyageur 2.5 x 20 mm balloon. The physician deployed a taxus express2 8.8% 2.50 x 24 mm drug eluting stent at 13 atms for 40 seconds. The balloon was slow to deflate and there was difficulty removing the balloon from the stent. The physician inflated again to 6 atms for 10 seconds and the balloon fully deflated. The guide catheter was deep seated to remove the balloon. These maneuvers took 1 1/2 minutes to complete. Plavix was given pre procedure and integrilin and nitroglycerin post procedure. There were no pt complications reported.